Manufacturer narrative:
Additional, changed, and/or corrected data: b7, g4.

Event description:
Patient reported right side capsular contracture, baker grade unknown and rupture. Patient additionally reported polycystic ovarian syndrome, "painful menstrual cycle", these events are not related to the device. The device remains implanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and rupture.

Event description:
Patient reported right side capsular contracture, baker grade unknown and rupture. Patient additionally reported polycystic ovarian syndrome, "painful menstrual cycle", "unspecified migraine"; these events are not related to the device. The device remains implanted.